Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient called to report that the sensor was giving her inaccuracies from time to time. According to the report, the patient noticed that her sugar was dropping rapidly from 90 to 72 mg/dl, and all of a sudden, her omni pod display device alerted with urgent low. She tried getting herself some bars and drank coke to alleviate the unspecified symptoms, but started to experiencing vomiting. The egv was reading 54 mg/dl at that time while the finger prick by her husband was at 33 mg/dl. The husband called 911 immediately and she woke up in the ambulance after an hour or two. Emts gave her some IV shots to rehydrate. She spent 5 to 6 hours in the ER where they kept giving her sugar. The patient was discharged from the hospital the same day. An unspecified time after treatments in the hospital, the egv reading went to 300 mg/dl while the bg was 215 mg/dl. Also, the morning, at the time of call when she already felt fine the day after the event, the egv would be at around 300 mg/dl (could not recall exact value) while bg would show 254 mg/dl. There was no documentation of symptoms during this time that the bg/cgm values were within the device's specifications for accuracy. At the time of contact, it was indicated that the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.